Event description:
It was reported that patient presented to emergency room due to sepsis which is unrelated to patient's device. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited long charge time alert.the device was explanted and replaced. There were no patient consequences.